Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The fluid leak was reportedly coming from the patient line connector, but the connector was not loose. When the patient pushed in the blue pin, fluid started ¿squirting out of the sides of the connector¿. Fluid did not come in contact with the cycler. Upon follow-up, it was confirmed that fluid had leaked from the patient line connector where the tubing connects to the hard plastic component that houses the blue pin. The patient confirmed that all connections were tight and there were no leaks during the priming. When the patient pushed in the blue pin to end the treatment, fluid started leaking out more aggressively. There were no cycler alarms. The patient confirmed that no fluid came into contact with their cycler. The patient stated they were in cycle 4 of 6 when this occurred. The patient did not complete their treatment. However, it was confirmed the patient was trained to perform manual pd therapy if necessary, as well as stat drains. The patient contacted the on-call nurse and was told they would start on prophylactic antibiotics the following day. The patient was prescribed three doses of prophylactic cephalexin (oral) to prevent the potential for infection. A peritoneal effluent fluid culture was collected and returned negative. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient is continuing pd therapy on the same cycler as before, with no further issues. The cycler set was no longer available to be returned for evaluation as it was reportedly discarded.